Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number unknown) having power cable tears was unable to be confirmed. The controller was not returned for analysis. No log files or photos of the damage were submitted for review. Provided information indicated that the system controller was exchanged. The root cause of the power cable damage was not able to be determined via this investigation. The device history records for the heartmate 3 system controller could not be reviewed as the serial number was not provided. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (IFU) heartmate 3 patient handbook are currently available. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the controller power cables. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through a medwatch form that the patient went to the clinic on (B)(6) 2024 where they found damage to the outer casing on the black power lead of the system controller. The controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.